Event description:
It was reported that the patient with this right atrial (ra) lead presented to the clinic with a lead fracture. Technical services (ts) reviewed the device data and noted a signal artifact monitor (sam) episode with minute ventilation (mv) artifact and high out-of-range pacing impedance measurements. Ts provided reprogramming recommendations. No adverse patient effects were reported. This ra lead remains in service.